Event description:
It was reported that the customer experienced elevated blood glucose levels on the third day of the cartridge being in use. Customer reported that her infusion site appears to be swollen, red, and irritated. The cartridge and infusion set are changed every 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.